Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was on-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient called the clinic due to an error code (8476) being displayed on their personal therapy manager (ptm). There had been no magnetic resonance imaging performed or environmental exposures. It was noted that the patient had been noncompliant with the scheduling of a pump replacement surgery. The caller stated that the patient came into the hcp office to have the pump checked; the alarms were silenced and the pump was updated to minimum rate mode. The hcp provided the patient with oral medication and there were plans to have the pump replaced and sent back for analysis. No symptoms were reported. No further complications have been reported as a result of this event.